Event description:
International (B)(4) complaint received reporting attachment/leakage issue with unknown tubing set-up where one (1) ch-12, bag spike w/clave additive port, dry spike adapter was attached. It was reported that the "...ch12 bag spike came out of bag with paclitaxel...it was the connection between the bag spike and the tubing. When the nurse spiked the bag, the connection was tight, but after the 2 hour infusion of paclitaxel, it got loose...when she removed the bag form the pole when finished, it disconnected from the tubing. It was empty, so she had only a few drops on her hands." The devices were removed, replaced nd subsequently discarded. Additional information including identity of mating/access devices, usage as well as availability of returning same lot samples for testing were requested. As of the date of this submission, complaint has not responded. Findings: the involved devices/set-ups were not returned for analysis and verification. There were no reported visual defects/component damage(s) with the involved ch-12 device.

Manufacturer narrative:
Findings: the exact cause(s) of the reported event, product experiences/issues are unknown. This report and the associated information have been entered in the MFR. Database for analysis and trending. Manufacturer codes: method - a two year review of the complaint database for ch-12/issues did record additional reports. A review of those device return investigations identified mixed findings including usage/errors; no defect found; unknown. There were no findings that identified/verified a contributing MFR/design related nonconformance. A review of the MFR lot building database or th reported lot #2767289 (MFR date: 10/2013) showed (B)(4) units were MFR tested, inspected, and released. There were no exception documents generated during the lot builds.